Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was missing. Reservoir was not able to lock in place when inserted into the insulin pump. Customer experienced high and low blood glucose. Advised customer to disconnect from the pump and place it storage mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.